Event description:
It was reported that the atrial lead impedance was out of range and would not capture.

Event description:
It was reported that the atrial lead malfunctioned. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 24.4 cm from the connector pin, due to clavicular crush. The proximal insulation was damaged in the same location and the distal insulation was damaged at 24.3 cm from the connector pin, due to clavicular crush.